Event description:
It was reported that the device was used during an aorta bifemoral procedure. It was reported that the staple line was incomplete. The procedure was complete in the standard fashion. Unknown patient consequence.